Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet compete. A follow up report will be submitted with all additional relevant information. The other proglide device that is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of a cuff miss was not confirmed. Analysis of the returned device did confirm a lack of suture delivery. The analysis revealed a link to posterior cuff detachment resulting in a lost of suture delivery which may appear as the reported cuff miss. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a perclose proglide device after a right and left heart catheterization diagnostic procedure. Reportedly, when the plunger was removed no suture was present, a cuff miss occurred. A second perclose proglide device was used with the same results. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.